Manufacturer narrative:
The hill-rom tech found all four brake casters not tightly gripping the brake bar when brakes are engaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters and the shaft to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in the ER. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).